Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that in (B)(6) of this year they started noticing they were going to the bathroom a lot more, which they thought was unusual. The patient checked the ins battery level at that time and it was showing "low battery." The patient stated that it was still showing "low battery" at the time of the call. The patient was told that the ins battery would last 6-10 years, so it concerned them that the ins battery level was already low. The agent reviewed factors that affect the ins battery longevity. The patient mentioned that their programming hadn't changed much since the implant date and 3.5 ma was the highest amplitude they had used. The patient was redirected to their healthcare provider (hcp) to further address their concern.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.